Event description:
A pt reported ss meter blood glucose results were: 301 mg/dl and 228 mg/dl successively in back to back tests. Tests were done using separate fingersticks. No symptoms were reported. Lsf rep reviewed blood application technique (as customer may have been applying too much blood). No allegations of harm have been made.